Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was confirmed that the ¿front panel light off¿ was caused by the failure of the printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, the display went black, and the alarm sounded. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported alarm to sound. If additional information becomes available following the device evaluation, a supplemental report will be filed.